Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot to the vessel, the patient had good distal pulses of the right limb. However, an hour later there were no distal pulses present of the right limb. A surgical cut-down under angiography revealed that a piece of calcified plaque had lifted from the arterial vessel wall occluding the vessel. An endarterectomy was performed resolving the occlusion. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Moderate calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.